Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. After rotablation was performed, the target lesion was pre-dilated eight times using a non-complaint balloon catheter at 16 to 20 atmospheres. A 2.50 x 28 synergy¿ drug eluting stent was then advanced but failed to cross the lesion. The device was removed from the patient's body and the distal stent edge was noted to be lifted. The procedure was completed with a 2.5 x 28 non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. Stent strut rows 1 and 2 on the distal end of stent were damaged and stretched distally over the distal marker band. The undamaged section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip identified no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. After rotablation was performed, the target lesion was pre-dilated eight times using a non-complaint balloon catheter at 16 to 20 atmospheres. A 2.50 x 28 synergy¿ drug eluting stent was then advanced but failed to cross the lesion. The device was removed from the patient's body and the distal stent edge was noted to be lifted. The procedure was completed with a 2.5 x 28 non-bsc stent. No patient complications were reported and the patient's status was stable.